Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was noted that the patient's weight was unknown at the time of the event and it was unknown if surgical intervention resolved the cramping, inability to walk and epidural hematoma. The cause of the issues was unknown. When the representative reported that the patient was experiencing some sort of pain relief and met with them for reprogrammed they clarified that the patient was under the impression they were receiving hd settings and was going to switch the settings to conventional stimulation. The representative reported that there were no device issues. This information was confirmed with the physician/account. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient's weight was unknown and the cause of the cramping, inability to walk, and epidural hematoma was unknown. When the representative reported that the patient was experiencing "some sort of pain relief" the representative clarified that the patient was under the impression that they were receiving pain relief in hd settings and was going to switch the settings to conventional stimulation. There representative noted that there were no device issues. No further complications reported.

Manufacturer narrative:
Product ID: 977a260, lot# va1pyny032, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, lot# va1pyny033, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260. Lot# va1pyny033. Implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient was getting the trial for chronic back pain. The patient met a rep on, or about, (B)(6) 2018 at a restaurant and had the settings adjusted. During the adjustment, the patient began to experience severe pain and numbness and difficulty ambulating. The patient stated the rep should have known the significant risks associated with adjusting the stimulator at a restaurant. The patient was evaluated in the emergency department and discharged on the same day despite being in severe pain, not being able to ambulate, and losing feeling in their legs. The next day, they returned to the emergency room being unable to walk. They underwent an unsuccessful emergency laminectomy and had paralysis in both legs ever since. Permanent paralysis had resulted. The patient never recovered from their paraplegia and remained a paraplegic. They alleged these symptoms and malfunctions were due to the defective nature of the stimulator system and the improper and unsafe adjustment that occurred at the restaurant. The injuries they received greatly impaired their health, strength, and activity and had thereby caused great mental, physical, and nervous pain and suffering and an extreme shock to their nervous system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during the trial patient was complaining of back cramping that became unbearable and he was unable to walk. Patient had a pace maker and was on anti-coagulation medicine. He did tell the rep that he took an ibuprofen to help with the cramping. Impedances check was ran but no issue with that. Device was shut off. It is unknown if the issue was resolved at the time of this report. Rep further provided details about what happened and stated that the patient was undergoing a trial. Patient was experiencing some sort of pain relief and rep met with him for reprogramming. Patient walked in and told the rep they had some back cramping the night before. Rep was just turning on the conventional stimulator and patient stated that the cramps were coming back. Rep turned off the device and notified the physician. He said to keep the device turned on for one day. While the device was off patient complained of more cramping and could not walk. He had the rep call an ambulance and was rushed to the ER. Hospital ran multiple CT scans and nothing was found. He later myelogram done. Surgical intervention did occur because patient was brought in to neuro surgery to have the epidural hematoma removed. Rep stated that patient developed an epidural hematoma during trial. Rep stated implant leads used for this trail were removed prior to trial lead pull. They will not be replaced in the future. No further patient symptoms or complications were reported in this event. Patient is alive with no injury.